Event description:
It was reported that during the flexible ureteroscopy procedure, the fiber did not generate a flash of light upon first firing, and the laser equipment insertion connector began to smell burnt. The procedure was completed with another of the same device. There were no patient complications.